Event description:
During a shoulder arthroscopy a piece of the cannula seal was noted in the operative site through the camera. The physician attemtped to retrieve the portion manually with graspers unsuccessfully, it is alleged that a portion of the seal remains in the pt. The actual size of the seal portion is unk. No post-operative complications were noted by the physician.